Manufacturer narrative:
D5; h4: information unavailable. H6; code 100(other): the instrument was received with a mispositioned lifter spring, with 3 twisted staples jammed in the cartridge nose, with an inverted staple in the track, and with excessive weld flash in the nose. It was concluded the fore-mentioned issues were due to assembly errors which had caused the instrument to jam. It was concluded that the reported instr. "Jammed" was due to a misassembled instrument. The instr. Was received with 3 twisted staples jammed in the cartridge nose, with a mispositioned lifter spring, and with excessive weld flash in the cartridge nose. The 3 twisted staples were removed from the cartridge and the instr. Was cycled, fired and properly formed 2 staples wihtout incident and then the instr. Jammed due an inverted staple. The inverted staple was removed from the cartridge nose and the instr. Then cycled, fired, and properly formed the remaining 17 staples without incident. No conclusion could be reached as to if the mispositioned lifter spring, the excessive cartridge nose flash, or the inverted staple had caused the staples to twist and the instr. To jam. It was concluded however, that these issues were due to assembly errors during the MFR of the product. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences.

Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep. The device jammed. There was no consequence to the pt.